Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus/cursor was not responding, it happened intermittently. Xy printed circuit board assembly found out of electrical specification.

Event description:
It was reported that the stylus/screen was not responding. The programmer has been returned for repair and calibration. No patient complications have been reported as a result of this event.